Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during an elective stent assisted coiling procedure of an aneurysm, the enterprise vrd stent pre-deployed in the micro-catheter. The access site for the procedure was the right femoral artery. A prowler select plus micro-catheter was used for the procedure. There were no reported product issues with the micro-catheter. The enterprise vrd product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) and no problems were noted. The target lesion was the distal internal carotid artery (ica). The target lesion characteristics were reported to be normal. There was no reported loss of access to the target lesion as a result of the reported product issue. The physician used another enterprise vrd stent to successfully complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Additional information received indicated that the enterprise vrd stent pre-deployed in the luer hub of the micro-catheter. Based on the additional information received, the complaint is being changed to not reportable for MDR. No additional information is available.